Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that infusion set's tubing was detached from connector on (B)(6)2022, prior to insertion. The blood glucose level of the patient was 300 mg/dl. Further, the patient replaced the infusion set and insulin was resumed successfully. No further information was available.